Manufacturer narrative:
Exact date unknown, event occurred last year. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18650664/18650664.

Event description:
It was reported that the patient underwent an explant procedure due to back surgery. No further information could be obtained despite a good faith effort.